Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level ranged from 21-22 mg/dl. Reportedly, the customer's parents found the customer seizing and disconnected the customer from the pump before calling an ambulance. At the hospital, the customer was sedated to address body movement and anxiety. Customer was treated with intravenous fluids and saline to address the low bg. Reportedly, the customer stayed in the intensive care unit for 1.5 days before being moved to a hospital ward on the 27th of november. The cause of the low bg is unknown; however, the clinic alleged that the customer's continuous glucose monitor sensor was reading higher bg values (162-217 mg/dl), and the customer delivered multiple boluses totaling 74 units of insulin. A pump system check was performed, and it was discovered that the customer's pump's settings indicated the incorrect date and time; customer's mother corrected these settings in the customer's pump. Customer was released from the hospital on the 29th of november with the issue resolved and no permanent damage.